Event description:
The pt was implanted with a left ventricular assist device (lvad). The pt presented with significant fatigue, nausea/vomiting and weakness and was admitted to the surgery service for device driveline site infection requiring debridement and wound vac (vacuum assisted closure).

Manufacturer narrative:
The patient remained on lvad support for approximately 1 month after which the patient expired on (B)(6) 2013 due to multisystem organ failure (reference the manufacturer¿s medwatch # 2916596-2013-01040). No autopsy was performed and the pump was not returned for evaluation. The report of a driveline infection and a correlation to the device could not be confirmed through this evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.